Event description:
The following description of the event was reported to carefusion by a foreign distributor in (B)(6). "No patient involvement. Touch screen is not working, we can see liquid spots in screen. Liquid spots or visible patches of what looks like fluid have made the touch screen inactive."

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning front panel. The foreign distributor was shipped a replacement front panel to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of 02/12/2015 the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a follow-up medwatch report will be submitted.